Manufacturer narrative:
Model number/catalog number: 1100766973, serial number: n/a, batch/lot number: 1100766973, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 1100502861, serial number: n/a, batch/lot number: 1100502861, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, infection, erosion, purulent discharge and swelling are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of infection, erosion, purulent discharge and swelling are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced an infection around the cuff and exhibited a nonfunctioning device. During revision surgery, the physician performed an antibiotic wash and confirmed that the device had eroded through the urethra, with pus observed along with a swollen perineal area; therefore, the device was removed. There were no further patient complications.